Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level reaching 50 mg/dl. There was no suspected cause identified for this event, but the customer managed the situation by administering a glucagon injection. Control-iq feature was active on the customer's pump at the time of the issue. Technical support advised the customer to consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged the guidance.